Event description:
The pinpoint by novadaq was in use on the surgery field. The scope was on and was just used for visualization of the neck. When the surgeon felt warmth, he looked around and noticed the cord was detached from the scope. He pulled the cord to look at it and handed it to the scrub nurse to attempt and re-attach the cord to the scope. The surgery continued without any harm. The coupler was in question according to the or nurse.